Event description:
It was reported a female had an outpatient procedure and returned on (B)(6) 2013, complaining that her skin where the electrodes were placed looked grainy. There was redness and burning after removal. The reaction looked framed and clear and one mark had edging that extended toward the center. There was no prep under the electrode and pt had no history of a reaction. She was prescribed triamcinolone and has had no improvement in 2 days.

Manufacturer narrative:
Method: actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: device not returned.